Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient also experienced ptosis on both breasts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor failure analysis lab received the device for evaluation. Device evaluation summary: according to the information reported, the patient developed capsular contracture. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with two smooth mentor memorygel breast implant (355cc on left and 380cc on right) has experienced postoperative bilateral grade iii capsular contracture, confirmed by a physician. As a result, the patient underwent explantation and replacement with two smooth mentor memorygel breast implant, 430cc on left (catalog # 3505430bc and serial # (B)(4)) and 455cc on right (catalog # 3505455bc and serial # (B)(4)) on (B)(6) 2020. This medwatch report is for the left-sided implant.